Event description:
It was reported that the lens was implanted and removed due to a broken haptic. The doctor had to cut the lens out. The incision had to be enlarged but no sutures were required. The backup lens was implanted without any issue. Ref MFR # 1313525-2015-00108 for the injector used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.